Event description:
The customer reported that his olympus tfl wireless laser foot switch was not reacting. According to the initial reporter, the staff had to exchange the unit to continue the operation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device functions as expected. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.